Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard needle did not retract. The following information was provided by the initial reporter: issue: devices did not retract. 2pts were involved no pt harm devices. Both devices were retained please send sample return kit to customer please add attn: xxxx xxxx in xx. Xxx. On shipping label. Doe: (B)(6) 2024.

Manufacturer narrative:
Investigation results: the complaint that the needle would not retract could not be confirmed from the returned 20ga insyte autoguard units from lot: 4267876. Two needles were received fully retracted, and one sample was received in sealed packaging. A functional test showed that each needle would fully retract without any problems. However, a trend was identified for the reported failure and corrective actions have been implemented to investigate this type of incident and identify the root cause. Although the returned sample and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.